Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture at maximum outputs. The lead remains in use, however, a revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead implanted: 2012-(B)(6).